Event description:
It was reported that "got stuck in s1 pedicle and could not remove it finally got out with a slap hammer"

Manufacturer narrative:
Product has been returned to MFR, however, investigation is not complete. Any information, obtained during investigation, will be submitted in supplemental report.